Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound due to a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.